Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding an event which occurred post a clinical study (study ID: (B)(6) l4-l5 tlif procedure in a patient (patient ID: (B)(6). It was reported that patient describes burning sensation in left leg which leads to fatigue and the feeling of inability to lift it. Pain is present in same space that was present prior to surgery. Patient finds it challenging to walk. As per sponsor assessment event is possibly related to procedure and intervertebral body fusion device. Not related to tlif grafting material and posterior supplemental fixation system. There were no further complications reported regarding the event.